Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was running high despite changing the infusion set and treated. The blood glucose reading wsa 372 mg/dl. The customer treated with a bolus and manual injection. The customer had gone to urgent care to help get the blood glucose under control. The customer was treated at urgent care with a pill for high blood pressure and insulin. The customer reported that the drive support cap appeared normal and recessed. The customer found a small air bubble in the reservoir and no leaks, and insulin did exit with a manual prime. The customer was advised to remove the infusion set and stated that the cannula was straight. The customer stated he would call back in order to perform the high pressure test.